Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump intermittently loses power during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there were unexplained power on resets observed in the black box. Battery compartment is cracked from threads to case seal. The returned battery cap has stripped threads and is unable to fully secure to the pump; intermittent power duplicated with retuned battery cap. A new test battery cap was able to carefully tighten to the pump. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions or alarms were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. The audio bolus button cover is missing from the pump.